Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was when the rep tried to interrogate the ins with the clinician tablet, they got a message that said system error with code 0x1775eca4. The patient's handset connected to the ins and displayed an error message with code 323. The patient was in the hospital and had a cardioversion. The patient started getting the 323 message following that procedure. The stimulator was left on during the cardioversion. The rep tried to reset the ins with the tablet. They tried to connect to the ins and got a message confirming that the ins was reset, the rep continued through the message. The tablet displayed the system error message with the same 0x code. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about cardioversion and that the ins would need to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received from manufacturer representative (rep) who reported that the stimulation was on during the cardioversion. They reported patient will require an ipg replacement but patient is not cleared for surgery at this time due to cardiac issues. Additional information was received from manufacturer representative (rep) who reported that no surgery will take place as patient is on blood thinners and cannot get approval from cardiology for replacement surgery.